Event description:
Pt was transferred from another hospital with a ruptured thoracoabdominal aneurysm and respiratory insufficiency. The aneurysm was repaired, but the pt was in respiratory failure with worsening oxygenation, 3 days after admission. The decision was made to place the pt on ECMO. The cannulaes were placed and the pt was placed on ECMO. In the early morning of the next day, the pump failed immediately after flashing of the bridge of the arterial and venous cannulaes, which is done routinely every 15 mins. The pt immediately had a dangerous decrease in blood pressure and the emergency off-ECMO orders were started. Immediately hand-cranking was started with good maintenance of the pt's hemodynamics. The pump error was not able to be resolved at that time. The perfusionist arrived and was able to switch the pt to a backup pump.